Event description:
It was reported that the user dropped the ilet pump, after which the screen assembly separated from the back housing; the user temporarily taped the unit together and confirmed it continued to function, and a replacement was arranged due to the unsafe condition, with no alerts or alarms reported, consistent with a device bonding failure of the display component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and no injury or hospitalization occurred. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with loss or failure to bond at the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. The user planned to continue monitoring blood glucose and transition to backup therapy if needed. The user was advised that continued operation of a physically separated pump is unsafe.

Manufacturer narrative:
Initial.